Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not complete the boot up sequence, it froze at the 0:00 countdown screen. Review of the log files shows the host-pc could not connect to the flexvision-pc. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found that the exam room monitor was not coming up due to power turn on issue. To resolve the issue, fse replaced flex vision pc and reloaded software, reconfigured tsms. The defective parts were returned for analysis, for flexvision pc, no malfunction was observed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot-up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.